Event description:
During the surgical procedure it was noticed that the tip of the permanent cautery hook instrument was burnt. No electrical arcing during the surgical procedure was observed. No pt harm, adverse outcome or injury was reported.